Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insulin "exploded" from the bd luer-lok¿ tip disposable syringe. This occurred 3 times during use. The following information was provided by the initial reporter: "caller reported customer stating that the insulin exploded in her face 3 different times from the syringe."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that insulin "exploded" from the bd luer-lok¿ tip disposable syringe. This occurred 3 times during use. The following information was provided by the initial reporter: "caller reported customer stating that the insulin exploded in her face 3 different times from the syringe."